Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and a system interconnection cable was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.